Event description:
I had low levels - 51.2 in zinc and high levels - 124 copper. Dose or amount: denture cream, frequency: once daily, route: oral. Dates of use: (B)(6) 2005 - (B)(6) 2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use: no.